Manufacturer narrative:
Manufacturing date 2004. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson, vision has been submitted.

Manufacturer narrative:
Manufacturing date - requested but not available at the time of this report. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with striae noted in visual axis in right eye. A flap lift and rinse was performed. It was stated that the patient experienced a loss of best corrected visual acuity (bcva). The patient complained of halos/glares/shadows and that the right eye vision was not as good as the left eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.25 x -1.00 x 160, left eye pre-op 20/20 -1.75 x -1.50 x 12. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90. Bcva from (B)(6) 2018: right eye post-op 20/50. This report is for the visx laser. A separate report is being submitted for the intralase laser.